Event description:
Healthcare professional additionally reported erosion through conjunctiva of the xen®45 gts. Event has been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported xen® revision was performed for erosion through conjunctiva.

Event description:
Additional information received noting that the uncontrolled intraocular pressure has fully recovered/resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced floppy iris syndrome (not related to the device), uncontrolled intraocular pressure (iop) and rebound uveitis in the left eye against the xen®45 gts. Patient was treated with eyedrops combigan® (brimonidine tartrate/timolol maleate). The event is resolving. The device remains implanted.